Event description:
During assistance with ending therapy and starting over with new supplies with the homechoice (hc) during use, during dwell, the patient revealed that their cat had gotten into the room and bit a hole into one of the lines. The baxter technical service representative (tsr) continued to assist with ending therapy procedure. They advised the hp to contact their registered nurse within the next 24 hours. During a follow-up with the peritoneal dialysis registered nurse (pd rn) regarding the reported problem, the pd rn stated that the hp has contacted them regarding the situation. They stated a follow up check up was done and the patient is continuing fine. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for damaged equipment is confirmed because the patient stated that they were in dwell 1 when they noticed that their cat had gotten into the room and bit a hole into one of the lines. Patients are advised to not perform dialysis in the same room as pets. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.